Event description:
It was reported that the customer experienced unexplained high blood glucose levels and that the insulin pump alarmed no delivery. The blood glucose reading was 369 mg/dl, which was treated with manual injection of insulin. The customer complained of headaches, thirst, body aches, and frequent urination. Unable to complete troubleshoot due to lack of tubing clamps; advised that one would be sent. Advised the customer to changed the entire infusion set, reservoir and insulin. Advised the customer to monitor the device and to call back to back to complete troubleshoot once the tubing clamp arrived. The customer declined further troubleshooting for the no delivery alarms. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.